Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the helix of the device was stretched. The device was removed and replaced with a transvenous pacemaker system. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found that the outer helix length was stretched out of specification consistent with procedural damage. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.